Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for intractable spasticity. It was reported that they were doing a spinal fusion surgery and the doctor pulled out some of the patients catheter. They were called in for a spinal segment catheter revision. The company re presentative (rep) wanted to know the different calculations and different scenarios if at the time that doctor cannot aspirate from the cap. It was reviewed considerations and helped with calculations and rep had to end the call and had no time to report any further information.  No patient symptoms were reported. Additional information was received that the catheter was accidentally pulled out of the appropriate area (spinal segment). They measured the spinal segment that was removed to get a length to make the appropriate adjustments to the programming. A new spinal segment was implanted. The healthcare provider (hcp) scrubbed in to replace the new spinal segment into the appropriate location, thus resolving the event. Additional information was received that the event occurred on (B)(6) 2022. The patient's weight was asked but unknown. The explanted catheter was discarded.